Event description:
A system error 2240 message appeared on the display of the home patient's homechoice machine during dwell 3/4 of their automated peritoneal dialysis therapy. Reportedly, the home patient had disconnected their transfer set from the patient line of the homechoice set during a dwell phase. The home patient did not reconnect in time for the following drain cycle. After noting this the home patient reconnected to the setup. Baxter's technical service center assisted the home patient in ending therapy early. Therapy was completed manually. Per the home paitent, no patient injury or medical intervention was assoicated with this incident.